Event description:
It was reported that the pump flips sideways, for a couple weeks, and the patient was to flip it back but was unsure which direction to flip it. No patient symptoms were reported. This device system delivered morphine. Additional information was requested to clarify event details, resolution, symptoms, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n478665, implanted: (B)(6) 2014, product type: accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).